Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4). Concomitant product: 1.carto 3 system: model #: m-4800-01, serial #: (B)(4). 2.stockert 70 system, model #: m-5463-01, serial #: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia - left (l-idvt) procedure with a thermocool sf navigational catheter and suffered a heart block av third degree which required a cardiac pacemaker. During the procedure, the heart block was discovered and confirmed with EKG. The patient received a temporary pacemaker. After the procedure, the patient continued to have periods of heart block. Therefore, the permanent pacemaker was placed on (B)(6) 2016. The patient was reported to be in stable condition and discharged on (B)(6) 2016. The patient's diagnosis pre-procedure was left ventricular outflow tract premature ventricular contraction's. The physician's opinion regarding the cause of this adverse event was mostly the patient's anatomy.